Event description:
It was reported that the device would not aspirate the clot. An angiojet spiroflex was selected for a percutaneous coronary intervention in the right coronary artery. During the procedure the device would not aspirate the clot. The procedure was completed with a different angiojet catheter. There were no patient complications and the patient was fine.